Event description:
Patient undergoing hip arthroplasty during which time a small piece of the drill bit broke off into the patient's bone. Piece was not retrieved due to possibly causing the patient more harm in attempting to remove.